Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing/short v-v and noise was noted on non-sustained ventricular tachycardia episodes. The lead was reprogrammed with high voltage therapies turned off. No patient complications have been reported as a result of this event.